Manufacturer narrative:
B5 describe event or problem , corrected data: initial report inadvertently left out that the explanted devices were discarded. H6 adverse event problem codes , corrected data: initial report inadvertently did not code 'b18'.

Event description:
Information obtained noting that the explanted devices were discarded.

Event description:
A patient's device could not be interrogated in pre-op due to the patient's device reaching end of service. During surgery once the generator pocket was opened, the surgeon identified a fracture in the lead, so the patient underwent a full revision. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.